Event description:
It was further reported that the index target lesion was a 99% stenosed, 3.0x15mm lesion that resulted in 0% final residual stenosis, which was originally reported as a 68% stenosed, 2.5x21.8mm target lesion that resulted in 11% final residual stenosis. Per the physician, the event was listed as "possibly related" to the study stent.

Manufacturer narrative:
(B)(4).

Event description:
(B) (4). Same patient as MFR report #: 2134265-2009-00845. It was reported that following a coronary drug eluting stenting treatment procedure, the patient presented with in stent restenosis. The index procedure treated the de novo, 68% stenosed 2.5x21.8mm target lesion located in the mid right coronary artery (rca). Treatment consisted of pre dilation with an unspecified 2.0x20mm balloon inflated to 12 atmosphere's (atm's) and the placement of a 3.0x32mm taxus express2 study stent deployed at 16 atm's. Post dilation was not performed. Ivus was performed confirming the stent was well apposed resulting in 11% residual stenosis. Timi 3 flow was maintained throughout the procedure. The patient was discharged 2 days later on bayaspirin and panaldine. No angina was confirmed at the 1, 9 & 12 month follow up visits. In (B) (6) 2009, at the 2 year study follow up visit the patient showed no ischemic symptoms, however restenosis was confirmed in the mid rca. Angioplasty the same day treated the 75% restenosed, 3.0x15mm target lesion located in the mid rca with an unspecified balloon resulting in 0% residual stenosis. The patient was discharged the next day in improved condition.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).